Event description:
It was reported that a pt who previously had undergone an x-stop procedure at l3/l4 and l4/l5 underwent a subsequent laminectomy. The x-stop implant was removed at the time of the laminectomy. No other info was provided.

Manufacturer narrative:
Method - device not returned, follow up conversation with company rep.